Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that had been dropped. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which had been dropped was neither confirmed nor reproduced during product evaluation. However, after evaluation it was found that the rear and center housing of the pump was damaged. Quality engineering has confirmed broken/cracked housing as the determined problem. The rear and center housing of the pump was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.